Event description:
It was reported that during a shift check the autopulse resuscitation system displayed a user advisory ua07 (discrepancy between load 1 and load 2 too large) message upon power up. The user advisory message was unable to be cleared by powering the device on and off. There was no report of any patient involvement and no additional details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. Visual inspection was performed and the following was observed: the battery lock was bent. The reported user advisory 7 (discrepancy between load 1 and load 2 too large) fault was observed during power up of the platform. A review of the archive did not show a user advisory 7 fault occurring on the reported event of (B)(6) 2013. However, multiple ua 7 faults were noted to have occurred on other dates, including (B)(6) 2013. The reported complaint has been confirmed based on results of the archive review as well as during power up of the platform. Inspection of the returned platform indicated that the ua7 faults were attributable to a defective single point load cell.